Event description:
During regular cycle, the table top sterilizers failed safe. Evaluation of them showed that water pump is defective. The pump is furnished as part of sterilizers should be used with water which has max temperature 25 degree celsius. But actual water temperature is greater 65 degree celsius. Both models of tottnauer sterilizers have same pumps which don't meet sterilizers design requirement. Pump model is e, type (B)(4).